Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis with a blood glucose level from 290 to 382 mg/dl. The customer stated that they left school after feeling sick from nausea. The customer was treated for the high blood glucose with syringes at the doctors office. The customer was assisted with trouble shooting and....